Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable alkaline phosphatase acc. To ifcc gen.2 results for 1 patient sample on a cobas 8000 cobas c 502 module. The initial result was 292 u/l. The customer questioned the result as it was inconsistent with the patient's previous results which prompted them to repeat the sample. The sample was repeated on another line and the result was 73 u/l. The next day, the sample was aliquoted, recentrifuged, and repeated 5 times. The results were 61 u/l, 62 u/l, 61 u/l, 62 u/l, and 64 u/l. The repeat result of 73 u/l was deemed correct.